Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758, lead, (B)(6) 2008; d314trg, ICD, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed endocarditis. The implantable cardiac defibrillator (ICD) and leads were explanted and replaced three months later. No further patient complications have been reported as a result of this event.